Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that he is using paper tape for a hernia that he is scheduled surgery for, and the adhesive on the tape is too strong for the sensitive skin around the hernia. His skin is ripping and bleeding. He advised that it works fine everywhere else but is definitely not suited for anywhere swollen or sensitive like other tapes available are. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).